Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (misaligned) issue. It was reported that the display was shifted on the right side. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: during investigation, the complaint of the misaligned display was not duplicated. The display was found to be aligned correctly. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.